Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery using rhbmp-2/acs. No further info rmation was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient underwent an unspecified procedure using rhbmp-2/acs. On (B)(6) 2011: the patient presented with chronic pain. On (B)(6) 2012: the patient presented with nerve damage. Type: radiculopathy.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007 the patient presented with low back pain and bilateral lower extremity pain, right > left with associated numbness and weakness. Per the encounter notes the patient had been previously diagnosed with disc herniation. It also mentioned that the patient may have carpal tunnel syndrome. Assessment: severe neurogenic claudication in the setting of spondylolisthesis. On (B)(6) 2008 the patient presented with morbid obesity and bilateral knee pain. Per the encounter notes the patient had findings (radiograph and clinical) that correlated with advanced arthritis of the knees. The patient was not a candidate for knee surgery due to their history of pulmonary and cardiac, problems; diabetes; and obesity. The patient had difficulty rising from a sitting position and complained of occasional buckling. Impression: advanced degenerative joint disease of the bilateral knees. Medications: glyburide, lisinopril, potassium chloride, amlodipine, lmdur, theophylline, ferrous sulfate, flonase, zyrtec, bumex, tylenol with codeine, atarax, albuterol, triamcinolone, aleve, prilosec, nitro tabs. On (B)(6) 2008, in a note to chart, the patient reportedly underwent pre-admission testing on (B)(6) the patient underwent a urine analysis which was abnormal. On (B)(6) 2008, in a note to chart, it was reported that the patient had undergone pre-admission testing on (B)(6) 2008 and did have an abnormal urine analysis. On (B)(6) 2008, the patient presented with lower back pain and bilateral lower extremity numbness, tingling, pain and weakness and the preoperative diagnosis of severe unrelenting right greater than left leg pain in the setting of an isthmic spondylolisthesis at l4-l5 with severe stenosis at l4-l5 and l5-s1. The patient underwent a posterior l3-l4 and l5-s1 decompression with transforaminal interbody fusion at l4-l5 with pedicular fixation at the l4-l5 level using local bone graft and bone morphogenic protein. Per the operative report "the interspace was then sized for an intervertebral prosthetic cage device. The interspace was trial led to the appropriate size implant measuring 9 millimeters, which was then placed after being filled with bone morphogenic protein type 2 and impacted into the interspace carefully protecting both the traversing and exiting nerve roots. Bone graft was placed in front of the implant prior to placement and behind it following placement in a stable manner. The device had an excellent fit within the interspace and was found to be in an acceptable position on spinal imaging" pedicle screws were placed at l4 and l5 levels. Each screw was tested with neurophysiological monitoring to confirm absence of pedicle wall breaching. The rods were then placed and tightened following appropriate contouring. These were finally tightened and then confirmed in good position with intra-operative spinal imaging. Local bone graft was then laid over the decorticated posterior element at the l4-5 level. A fibrin sealant was placed over the interbody cage, after the wound was thoroughly irrigated, to prevent dehiscence of bmp-2 within the spinal canal...intraoperative imaging was utilized throughout for verification of placement/alignment. No patient complications were noted. Expedium depuy spine system on (B)(6) 2008 the patient was discharged from hospital to a rehab facility. On (B)(6) 2009 in a note to chart, it was reported that the rehab facility had called reporting the patient had a slight opening in the mid incision line. On (B)(6) 2009 in a telephone encounter, it was reported that the patient had some sloughing on the superior portion of the incision the patient was also experiencing nausea. On (B)(6) 2009 in a telephone encounter, the patient reported numbness in thighs and increased pain in legs with swelling and pain to touch, left > right. There was concern that the patient may have had a blood clot. The patient was advised to go to the ER. On (B)(6) 2009 the patient presented post op with some swelling of the left extremity, low back pain, and numbness and aching in the thigh. Ultrasounds of the lower extremities were negative. X-rays showed excellent alignment of the fusion. Per the encounter notes the patient had not worn their brace. They had lost a significant amount of weight however it would be difficult to brace the patient due to their body weight habitus. On (B)(6) 2009, the patient presented with progressive severe bilateral knee pain, left > right and degenerative disease. Per the encounter notes the patent had had knee pain for approx. 10 years. Radiographs showed severe arthritis of all three compartments on both knees with extensive osteophyte formation. Impression: end stage arthritis. On (B)(6) 2009 the patient presented post op a total knee arthroplasty (tka). The patient was ambulating with the use of a cane. On (B)(6) 2011, the patient presented with progressively worsening back pain and associated lower extremity numbness and progressively worsening knee pain. The patient had difficulty walking. Medications: vicodin, tramadol, potassium chloride, diabeta, neurontin, flovent, proventil, uiphyl, and albuterol. On (B)(6) 2011, the patient underwent a hemodynamic status test. On (B)(6) 2011 the patient presented with knee pain uncontrolled, likely combination of osteoarthritis with the contributing factor of morbid obesity. On (B)(6) 2011 the patient presented with continuing lower back pain with associated lower extremity numbness without radiation and chest pain with minimal activity. On (B)(6) 2011 the patient presented with sharp knee pain, right > left and increasing frequency of left sided chest pain. Daily use of nitroglycerin. On (B)(6) 2011 the patient presented with knee pain increasing knee pain with difficulty getting around due to combination of pain and lower extremity weakness. Orthopedic surgery was pending cardiac risk assessment by her cardiologist. Using fentanyl with local skin reactions, had shortness of breath with morphine and reluctant to start new analgesic agent. Has worsening functional status. The patient was also having chest pain at rest and ambulation and was using sublingual nitroglycerin regularly. Per the encounter notes the patient had been in hospital 3 weeks priorfor copd/asthma exacerbation. On (B)(6) 2011 the patient reportedly underwent surgery for the placement of a drug eluting stent. On (B)(6) 2011 the patient presented with knee pain. Per the encounter notes there was a problem arthroplasty requiring repair. Additionally there was mild to moderate instability. On (B)(6) 2012 the patient presented with worsening knee pain and instability. A CT demonstrated possible fracture unrelated to prosthetic versus osteonecrosis. This definitely presented a different issue that may have been remediable by surgery alone. Potentially related to diabetes, but there was concern of vascular compromise and success of reoperation compounding to the baseline risk of cardiovascular death and morbidity. On (B)(6) 2012 the patent presented with elevated ldl. On (B)(6) 2012 the patient presented with knee pain. The patient reported fleeting episodes of chest pain (2 week) on (B)(6) 2012 the patent presented with elevated cholesterol. On (B)(6) 2012 the patent presented with elevated hemoglobin, ldl and cholesterol. On (B)(6) 2012 the patient, reportedly, experienced an acute respiratory infection. On (B)(6) 2012 the patent presented with elevated potassium. On (B)(6) 2012 the patient, reportedly, experienced prosthetic knee implant failure. The patient also presented with copd. Per the encounters notes the patient had recently been discharged after presenting with progressive shortness of breath. The patient had been treated for pneumonia. The patient presented with continued wheezing and shortness of breath, but it had improved. The patient also presented with increased instability and pain in the left knee. On (B)(6) 2012 the patent presented with increased severity of harp central chest pain, lumbar radiculitis, osteoarthritis, hypertension and impaired mobility. The patient reported increased instability of the left knee. The patient underwent labs which demonstrated elevated hemocrit, ldl on (B)(6) 2012 the patient presented with severe pain in the right knee and difficulty ambulating. The patient underwent x-rays of the knees which demonstrated end stage osteoarthritis in the right knee and patellar fracture of the left. On (B)(6) 2012 the patient presented with severe bilateral knee pain, right > left; left knee weakness and difficulty ambulating. On (B)(6) 2012 the patient presented with warmth and pain in the left knee, tender to palpitation. The right knee was worse than the left with pain and difficulty moving with it. Per the encounter notes the patient had recently undergone surgery for a cardiac stent) placement (drug eluting. Radiographs showed some evidence of severe tri-compartmental disease of the right knee and on the left, a healed patellar fracture. The patient underwent a right knee intra-articular injection. On (B)(6) 2012 the patient presented with copd. On (B)(6) 2012 the patient presented with chest pain, impaired mobility, and lumbar radiculopathy. On (B)(6) 2012 the patient presented with complaints of pain in the left knee as well as the right side. Per the encounter notes the patient had undergone a previous total knee arthroplasty on the left side but that this was followed by a fall and a resultant patellar fracture. The patient also reported a recent hospitalization due to exacerbation of congestive cardiac failure as well as asthma. The patent had difficulty ambulating and was short of breath. Radiographs showed tri-compartmental arthritis on the right side. There was evidence of fracture of the left patella. The doctor reported that the patient was not a candidate for surgery due to cardiac, pulmonary issues as well as extreme obesity.